Event description:
It was reported that the procedure was to treat the anterior to posterior tibial arteries with heavy tortuosity and no calcification. The intravascular ultrasound (ivus) catheter was being used with the command guide wire. During the procedure the guide wire was pulled back and the tip of the guide wire was partly in the catheter. The guide wire was removed and the tip of the wire separated, potentially due to the 70 degree angle of the wire being pulled through the catheter. The tip was removed with the ivus catheter as it remained inside. A small perforation was caused and was treated with a balloon. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents/complaints from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure; however, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The reported patient effect(s) of perforation is listed in the hi-torque guide wires for pta as a known patient effect(s) of coronary stenting procedures.